Event description:
It was reported that there was "potential early battery depletion." The device was explanted and replaced. No patient complicationshave been reported as a result of this event.

Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 96% of expected longevity was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. Added recall summary; checked recall box; added z number this device was included in a field action, but returned product testing found the device did not perform as described in the field action. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947-65 implantable tachy lead (B)(6) 2009; 5076-52 implantable pacing lead (B)(6) 2009; 4195-88 implantable pacing lead (B)(6) 2009. (B)(4).